Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from samples from the same patient when compared to tsh results obtained from a reference laboratory, and from a non-vitros qc fluid using vitros tsh reagent in combination with a vitros 5600 integrated system. The most likely assignable cause for the higher than expected tsh results for sample 1 and sample 2 is heterophilic interference. Following testing of a sample from the patient using heterophilic blocking tubes, the vitros results were comparable with the results from the reference laboratory. An assignable cause could not be determined for the higher than expected quality control result. An instrument issue could not be ruled out as a possible contributor to the event, as a within run precision test to confirm instrument performance was not performed at the time of the event. An unexpected reagent issue and pre-analytical sample handling could not be ruled out as contributing factors to the higher than expected qc result obtained.

Event description:
The customer observed higher than expected vitros tsh results obtained from samples from the same patient when compared to tsh results obtained from a reference laboratory, and from a non-vitros qc fluid using two different lots of vitros tsh reagent in combination with a vitros 5600 integrated system. Sample 1: vitros tsh lot 5010 result 4.71 miu/l versus reference lab expected tsh 0.05 miu/l. Sample 2: vitros tsh lot 5040 result 6.65 miu/l versus reference lab expected tsh 0.05 miu/l. Level 1 non-vitros quality control: vitros tsh lot 5010 result 1.834 miu/l versus expected tsh 0.704 miu/l. The higher than expected vitros tsh patient results were not reported outside of the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).